Manufacturer narrative:
The patient had a previously-undiagnosed heart dysrhythmia during surgery; the patient and caregivers were unaware of an underlying conduction abnormality. When stimulation was terminated, the dysrhythmia resolved. Review of the device service history indicates no prior functional problems. No malfunction is known to have occurred previously nor in this reported event. Contraindications: comprehensive relative contraindications to use of transcranial motor evoked potential (tcmep) monitoring include epilepsy, cortical lesions, convexity skull defects, raised intracranial pressure, cardiac disease, proconvulsant medications or anesthetics, intracranial electrodes, vascular clips or shunts, and cardiac pacemakers or other implanted biomedical devices. Otherwise unexplained intraoperative seizures and possible arrhythmias are indications to abort tcmep. System was not returned for evaluation

Event description:
A (B)(6) year old male underwent a posterior lumbar microdiscectomy at l5-s1. During the closing of the procedure the crna noted apparent presence of extended time between heartbeats, described as both "brief asystole" and "type of heart block". No treatment of the apparent dysrhythmia was reported and surgery continued unaffected. It is not known if the patient had a pre-existing conduction abnormality.